Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter had a power issue ¿battery indicator. The complaint was classified based on the customer service representative (csr). The patient reported that the alleged power issue first occurred on (B)(6). The patient manages their diabetes with insulin (non adjuster). The patient¿s wife claimed ¿after charging the meter, it would almost instantly die¿. The patient alleged, after receiving phone advice from a health care professional (hcp) as a result of the product issue, that he should increase his dose of medications ¿victoza injection¿. The patient denied developing any symptoms and no treatment or medical intervention for any symptoms was specified. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the product was being used and the battery did not require recharging. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.